Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband called in to report that the customer was waking up with low blood glucose levels. The customer's blood glucose level was 49 mg/dl. The customer treated with juice and food. The caller needed assistance with lowering the basal rates. The caller stated he would follow up with customer's doctor. Nothing was replaced or returned for analysis.